Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event while on the phone with nova biomedical customer support. The consumer reported that her meter was not sending results to her insulin pump since a battery change was made days before the event. The consumer refused customer support request to call for emergency help and treated herself with insulin. During troubleshooting, the integrity of the test strips was determined to be in range and the send function of the insulin pump was determined to be "on". The meter and test strips involved in this event will not be returned for evaluation.